Manufacturer narrative:
B3: the actual event date is unknown. Therefore, 11-jun-2025 is used as the event date. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2025, the patient underwent endovascular treatment for an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis devices. A follow-up examination conducted on an unknown date revealed a proximal type I endoleak. On (B)(6) 2025, a reintervention was performed. Three aorta extender endoprosthesis devices were implanted proximally. (It is unknown which aortic extender endoprosthesis was implanted at the most proximal position.) The proximal type I endoleak significantly decreased, but it still remains. The physician decided to monitor it. The physician stated that the proximal type I endoleak might have been caused by suboptimal fitting between the vessel wall and the proximal side of the trunk ipsilateral leg endoprosthesis, due to the patient's anatomical morphology.